Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical service (ts) on (B)(6) 2025 requesting a replacement cycler. The pdrn stated that the patient went to the hospital and is blaming the cycler for worsening their health because of the fluid leak. Fluid was discovered during unknown phase/cycle of dialysis. The ts advised to discontinue use of this cycler and issued a replacement due to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced a fluid leak on (B)(6) 2025, after which they went to the emergency room complaining of generalized weakness and lethargy. Prior to the events on (B)(6) 2025, the patient had been diagnosed with respiratory syncytial virus (rsv) on (B)(6) 2025. Per the pdrn, despite the patient¿s frustration about the fluid leak and being hospitalized, the adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient¿s body was reportedly having a difficult time fighting the rsv and required an intravenous (IV) antiviral and steroids (drugs, dosages, frequencies, durations not provided). The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient has begun using the replacement liberty select cycler without any reported issues and is recovering from the events.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. Display became distorted during power-up due to a failing front panel. Replaced front panel for further testing. Touch screen test passed with functioning front panel display. Touch screen calibration check passed. Valve actuation test passed. System air leak test passed. Patient sensors calibration check passed. Post-ast 2hr 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leak detected after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical service (ts) on (B)(6) 2025 requesting a replacement cycler. The pdrn stated that the patient went to the hospital and is blaming the cycler for worsening their health because of the fluid leak. Fluid was discovered during unknown phase/cycle of dialysis. The ts advised to discontinue use of this cycler and issued a replacement due to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced a fluid leak on (B)(6) 2025, after which they went to the emergency room complaining of generalized weakness and lethargy. Prior to the events on 2/jun/2025, the patient had been diagnosed with respiratory syncytial virus (rsv) on (B)(6) 2025. Per the pdrn, despite the patient¿s frustration about the fluid leak and being hospitalized, the adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient¿s body was reportedly having a difficult time fighting the rsv and required an intravenous (IV) antiviral and steroids (drugs, dosages, frequencies, durations not provided). The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged in stable condition on 8/jun/2025. The patient has begun using the replacement liberty select cycler without any reported issues and is recovering from the events.